Event description:
It was reported that pump quick bolus/wake button was not functioning as expected. There was no adverse impact to the customer's blood glucose level. The customer declined to complete troubleshooting.